Manufacturer narrative:
It was reported that "worked good until it collapsed. I used it on a trip, worked good, until the 8th day of our trip. It collapsed in the middle of my shower". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer stated "worked good until it collapsed. I used it on a trip, worked good, until the 8th day of our trip. It collapsed in the middle of my shower".